Manufacturer narrative:
Investigation summary: investigation activities: the complaint sample that we received was one of syringe 20ml 21g x 1-1/4. Sbdm investigated it to find out the root cause of the case and what it is and what it comes from. From the sample, foreign material (fm) was stuck between gasket and barrel. Sbdm performed infrared spectrometry (ir) analysis of the complaint sample, the material of fm was found to be polypropylene, the same raw material of barrel. Same lot house sample inspection: sbdm inspected all of the same lot house samples (total 30ea) as of the complaint sample, there is no abnormality in them. Endotoxin test with the received complaint sample: sbdm took endotoxin test with the received complaint sample, there is no abnormality in it. Root cause: sbdm suppose that there are two possible causes of the case. Malfunction or error of molding machine may cause double injection molding. The other thing is that runner which comes out from mold may be stuck into mold hole and it may be injected together with the next molding part. Corrective action: quality training on this customer complaint for syringe assembly line workers and plunger molding line workers. Monitoring of syringe component molding line as well as syringe assembly line and strengthening of in-process inspection. Checked syringe mold and took preventive maintenance on it. Request molding machine manufacturer to check if the molding program can be revised to fix malfunction or error of the molding machine. If it is possible, sbdm will update the program. Adjust the molding condition such as pressure increase(from 90kg to 100kg) and speed up(from 35% to 50%) on ejector (that pushes out the runner and molding parts) to improve ejection of runner after injection molding. Investigation conclusion: based on investigation result of the complaint case, fm in the syringe, it was polypropylene, the same raw material of barrel. Sbdm suppose that there are two possible causes of the case. That malfunction or error of molding machine may cause double injection molding. The other thing is that runner which comes out from mold may be stuck into mold hole and it may be injected together with the next molding part. CAPA 17034 has been opened related to this issue.

Manufacturer narrative:
(B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed . (B)(4) is the actual manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign matter was found in a bd¿ syringe with needle before use. No injury or medical intervention.